Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient's ipg became inoperable overtime, as patient was unable to charge the ipg. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored postoperatively.